Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported on (B)(6) 2018 that the surgeon recognized the plate was broken after the surgery the sales representative will schedule an interview with the surgeon to collect more detail. No further information was provided by the hospital. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR, device manufacture date. Device history record (DHR) review: please note, this DHR review is for sterilization procedure only: part no: 04.503.831s; lot no: l278600; manufacturing location: selzach; supplier: frueh ag; release to warehouse date: 25.jan.2017; expiry date: 01.jan.2027. Non-sterile 04.503.831 / h263285 was manufactured in us, elmira; part mfg date: 30-dec-2016; part exp. Date: n/a; manufacturing location: depuy synthes ¿ elmira; lot number: h263285; part number: 04.503.831. DHR record review: a review of the device history record (DHR) revealed no nonconformances. The DHR shows lot#: h263285 of ti matrixmandible subcondylar plate lamda/left1.0mm thick was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the billet lot: h196027 DHR revealed this lot met all specifications with no non-conformances or rework noted. A review of the raw material lot: 9889945 DHR revealed a use-as-is supplier deviation request for the material surface finish specification. A rationale that surface finish only potentially affects part cosmetics was provided with the DHR. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.